Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The complaint was reported as: the complaint alleges that the circuit did not pass the leak test. The alleged incident occurred prior to pt use. No report of pt injury.